Event description:
The pump was set to deliver 99 ml/hr and a 1-liter container of an enteral feeding solution was hung. 4.5 hours later all of the solution had been delivered. The reporter stated the pt had no ill effects.